Manufacturer narrative:
Additional information was received that it was indicated in the patient¿s chart that ipg burned at right lower back and buttock area. Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The ipg was analyzed and passed all tests. The ipg exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing burning sensation at the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2014.

Event description:
A report was received that the patient was experiencing burning sensation at the pocket site. The patient underwent an explant procedure.